Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, an intermittent audio output occured. No additional event or patient information is available. No product or data was provided for evaluation. The complaint confirmation of the reported intermittent audio output could not be determined. A root cause could not be determined.